Event description:
A shattered screen on the pump was reported, rendering it unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to put the pump into storage mode and return it using a pre-paid label, with a replacement pump to be issued by cts. Additionally, the customer planned to use multiple daily injections as a backup therapy to continue insulin delivery.